Event description:
It was reported that a malfunction with code 12 occurred, but no notable events were identified prior to the incident. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur afterwards. The customer was advised to continue using the pump and to contact support if any further issues arise.